Event description:
The following was reported to datascope on 10/11/96: the intra-aortic balloon tech was norified by the nurse on 9/13/96 that blood was noted in the gas line. The pump was placed on stand-by and the doctor was notified. Approximately 20 minutes later, the balloon was removed from the pt. There were no pt complications. Event complications: none from the event - reported 10/11/96. Pt's current status: stable/alert - reported 10/11.

Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cuase of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during intra-aortic balloon pump.